Event description:
It was reported that the stent moved on the balloon. This 8.0x30x75cm express ld vascular stent was selected for use. During the pre-procedure testing, it was observed that there was a visible loosening between the two elements (balloon and stent). The procedure was completed using this device. There were no patient complications reported.